Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The image failure was unable to be confirmed. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center presented no image. The issue occurred during preparation for use in unknown procedure. There were no reports of patient harm.